Event description:
Whorley 9 fr sheath - pressure products - tip broke off during placement of ICD; tip was visualized caught in tricuspid valce apparatus and then broke off likely embolizing to distal pulmonary vasculature. Unable to locate it after that using fluoroscopy. Dates of use: 2009. Diagnosis or reason for use: placement of ICD.